Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The event occurred in (B)(6).

Event description:
It was reported that a small hair on the inside of the sterile packaging. No patient was involved. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated was visually inspected and the reported event (debris in packaging) was confirmed. The ftir spectrum analysis of the debris concluded that it was consistent with biological material. DHR was reviewed and no discrepancies relevant to the reported event were found. The likely condition of the product when it left zimmer biomet control was non-conforming. The root cause of the reported event is the operator not following instructions during the manufacturing process. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.